Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hypotension and weakness that resulted in hospitalization. Based on the limited available information, it is not possible to determine the cause of the patient¿s hypotension. Dialysis hypotension occurs because a large volume of blood water and solutes are removed over a short period of time, overwhelming normal compensatory mechanisms, including plasma refilling and reduction of venous capacity, due to reduction of pressure transmission to veins. There are patient factor that could have also contributed to the patient¿s hypotension and weakness; the patient has a history of hypotension requiring medodrine. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hypotension and weakness requiring hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient called technical support for assistance with a pressure leak alarm which occurred at the end of treatment. According to the report the patient continued the use of the cycler. During follow up, the patient¿s caregiver reported that the patient was not able to complete the treatment due to weakness and was admitted to the intensive care unit the following morning due to hypotension, not eating for two days, and was not doing the dialysis exchanges. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirm the patient was hospitalized for hypotension. The patient had a history of hypotension and the patient was treated with levophed (dose, frequency and duration unknown). The patient was recovering and awaiting discharge from the hospital. Additional details surrounding the hospitalization are unknown.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.